Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Age/date of birth: unknown/ not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). Device evaluation: according to the initial report the lens is not to be returned. Therefore, a product evaluation is not possible. The reported issue could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an ar40e intraocular lens (iol) after insertion, had folding issue, broken haptic which led to incision enlargement to remove the suspect lens. The suspect product was discarded. The patient has recovered. No other information was provided.